Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and implant exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: crease sharp opening on anterior, striated opening on posterior, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool. An opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture and implant exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.